Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n278705, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: neu_unknown_cath, lot# serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the infection (cellulitis at pump pocket) resulted in in-patient hospitalization. The event was con sidered resolved as of (B)(6) 2014.

Event description:
Additional information indicated that the fluid in the pocket was determined to be cerebrospinal fluid.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly.

Event description:
It was reported a dye study showed a catheter fracture/break at the proximal end. It was alleged the pocket was filling with cerebrospinal fluid (csf). The patient saw their primary care physician (pcp) and they "put a needle in the pocket to drain the pocket". This resulted in a "possible infection". The patient had a headache. The pump was filled with morphine. It was further reported the system was removed due to a possible infection in the pump pocket. It was further reported there was redness and some draining from where the pcp tried to aspirate the fluid in the pocket. The managing healthcare professional (hcp) was monitoring the patient's white blood cells (wbc) and the patient was on IV antibiotics. They type of fluid in the pocket was not determined, but the managing hcp "assumed" it was partially csf. The culture was take directly from the spinal segment, "therefore was completely csf". It was further reported the patient recovered without sequelae. It was further reported the dye study was abnormal due to dye in pocket as well as intrathecal space, no inflammatory masses noted. Further diagnostics were CT scan with contrast, catheter access point (cap) contrast study. A catheter revision was planned but pcp had accessed the pocket with a needle and drained fluid, now having drainage from site. It was noted the patient complained of increased pain.

Event description:
Additional information received reported the patient was scheduled for an infectious disease consult on (B)(6). Medication (antibiotics) were administered on (B)(6). The patient was listed to have a "persistent infection".

Event description:
Additional information received reported an updated event date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.